Event description:
It was reported that the patient underwent an explant procedure due to a shock sensation down her leg, which happened whenever the spinal cord stimulator (scs) system was turned on. The entire scs system was explanted and no devices were implanted. Additional information was received that the patient had a fall one day after the implantable pulse generator (ipg) implant procedure. The patient began experiencing jolts down their right leg through the toes in certain postural positions. The shocking sensation was described by the patient as a ten out of ten pain score and lasting 1.5 seconds. Troubleshooting was performed, however, engineers were unable to identify the cause. The event stopped when stimulation was turned off or reprogramming was performed, and then reappeared when the stimulation was returned to settings used at the time of the event. The event was resolved after the ipg and leads were explanted. The physician assessed that the jolts were probably related to the hardware and stimulation, and not related to the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 3172841. Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 3197563. Review of the device's manufacturing documentation confirmed that the ipg and leads passed all required specifications and testing prior to being released for distribution/sale. With all the available information, boston scientific engineers determined that the event of the patient experiencing a shocking sensation down her leg could not be confirmed. Laboratory analysis of the returned devices did not reveal any anomalies. Analysis of ipg sc-1160 serial number (B)(4) revealed that the monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue. The ipg (implantable pulse generator) passed all the required tests and revealed no anomalies. Analysis of leads sc-2317-70 serial number (B)(4) revealed that the devices were cleanly cut and the distal portion was not returned. No anomalies were identified on the leads aside from the clean-cut. The damage to the leads are a result of a typical explant procedure, and it is not considered a failure. A product labeling review identified that the ipg sc-1160 serial number (B)(4) was used per the instructions for use (IFU). There is no evidence this device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported that the patient underwent an explant procedure due to a shocking sensation down her leg, which happened whenever the spinal cord stimulator (scs) system was turned on. The entire scs system was explanted and no devices were implanted.